Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the external earth leakage test. There was no report of patient involvement.